Event description:
Attorney alleges that the patient underwent surgery for implant of two unspecified bard/davol ventralight st on (B)(6) 2019 and (B)(6) 2021. As reported, the patient is making a claim for an adverse patient outcome against both the devices. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective.

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. This emdr represents the bard/davol ventralight st mesh (device #1). An additional emdr was submitted to represent the bard/davol ventralight st mesh (device #2). Should additional information be provided, a supplemental emdr will be submitted. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-sep-2018) is considered to be a best estimate. This supplemental emdr represents the bard/davol - ventralight st mesh (device 1). An additional supplemental emdr was submitted to represent the bard/davol - ventralight st mesh (device 2). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Attorney alleges that the patient underwent surgery for implant of two unspecified bard/davol ventralight st on (B)(6) 2019 and (B)(6) 2021. As reported, the patient is making a claim for an adverse patient outcome against both the devices. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: (B)(6) 2019 ¿ patient was diagnosed with incarcerated ventral hernia thereby underwent laparoscopic repair with implant of ventralight st mesh (device 1). Per operative notes, ¿multiple adhesions with incarcerated hernia on right and left side was reduced. The sac was reduced and ventralight st mesh (device 1) was placed over the hernia defect and secured with sutures.¿ (B)(6) 2021 ¿ patient was diagnosed with recurrent incarcerated incisional hernia, and adhesions thereby underwent laparoscopic repair with partial removal ventralight st mesh (device 1) and implant of ventralight st mesh (device 2). Per operative notes, ¿the recurrent incarcerated incisional hernia near the umbilicus was noted. The bowel was seen densely adhered to the mesh (device 1). The bowel was partially removed and adhesions were lysed. The part of mesh (device 1) was seen pushing out through the hernia defect was noted. The mesh (device 1) was partially removed, and remaining mesh was closed with sutures and ventralight st mesh (device 2) was placed over the recurrent defect and secured with sutures and tacks.¿